Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows radiolucency and some smaller cyst. The component is loose, subsided and migrated. The talar component has anterior radiolucence and there are pretty large cysts visible as well. Therefore we have loosening and migration visible. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cysts around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to talar implant subsidence and pain.